Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4) using assay lot 277791b on panther instrument sn (B)(4) which had a discrepant sample. A patient tested positive with the sars-cov-2 tma assay three months ago and was retested with a positive result. Customer wanted to determine if the sample was truly positive and if patient had been reinfected.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument or reagent preparation issues; the control rlus were typical for this assay. Hologic product applications specialist (pas) reviewed logs and agreed with ts's findings. Technical support expert (tse) further reviewed the logs, finding no hardware or kinetics issued. The sample appeared to be a true positive. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.